Manufacturer narrative:
E1: initial reporter address 1: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in moderately tortuous and severely calcified common iliac artery. A 9.0 x 20, 75cm mustang balloon catheter was advanced for dilatation. However, during initial inflation at 10 atmospheres for 5 seconds, the balloon ruptured at the center of the balloon. The device was removed, and the procedure was completed with a different device. There were no patient complications nor injuries reported and the patient was in good condition after the procedure.